Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause supplier ¿ root cause :inadequate verification and validation activities of the crimping process ,single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. DHR is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was getting 01 (patient line open), 02 (low flow, weak circulation pump)). It had 3730 system hours and would be sending the information for the 2000-hour preventive maintenance. Nurse stated that the patient had been cooling for more than 3 hours and was still not at target temperature of 36c. Nurse had an alert 01 (patient line open) earlier and tried disconnecting and reconnecting pads. Nurse confirmed target temperature was 36c, patient temperature was 37.8c, water temperature was 4.4c, flow rate was erratic around 0.6-2.3lpm. Trend indicator thermoneutral. 4 small pads with good coverage, small amount of exposed abdomen, nurse would look for a universal to add. Mis walked nurse through disconnecting and reconnecting pads with proper technique. The device primed and stopped, no flow. The system diagnostics showed outlet monitor temperature (t1) was 7.0c, outlet control temperature (t2) was 7c, inlet temperature (t3) was 15.6c, chiller temperature (t4) was 4.9c, inlet pressure was -0.6, circulation pump command was 100, mixing pump command was 18, heater command was 0, system hours were 3727 and pump hours were 3269. Nurse was unable to do further troubleshooting as the physician needed to do an urgent sterile procedure on patient. Mis advised nurse could get another device and if the problem persist get another set of pads and resume. If it was the device send it to biomed, if it was the pads, keep the old set and give to unit manager. Nurse would call back later if they could not resolve. Also quickly discussed before that nurse had to disconnect heat generation, counter warming, and suggested to look at protocol for heat generation interventions . As per work order update and ess communication with customer on 27dec2022, no patient injuries reported. As per sample evaluation results received on 20jan2023, the root cause of the reported issue was a weak circulation pump. It was reported that the l-tube and double l-tubing appear distended or expanded, but water flow was not impeded. It was stated that the performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress . It was also stated that flow meter was replaced . It was noted that the tank tubing, flow meter, and ac cca card were replaced.

Event description:
It was reported that the biomed had an arctic sun device that was getting 01 (patient line open), 02 (low flow, weak circulation pump)). It had 3730 system hours and would be sending the information for the 2000-hour preventive maintenance. Nurse stated that the patient had been cooling for more than 3 hours and was still not at target temperature of 36c. Nurse had an alert 01 (patient line open) earlier and tried disconnecting and reconnecting pads. Nurse confirmed target temperature was 36c, patient temperature was 37.8c, water temperature was 4.4c, flow rate was erratic around 0.6-2.3lpm. Trend indicator thermoneutral. 4 small pads with good coverage, small amount of exposed abdomen, nurse would look for a universal to add. Mis walked nurse through disconnecting and reconnecting pads with proper technique. The device primed and stopped, no flow. The system diagnostics showed outlet monitor temperature (t1) was 7.0c, outlet control temperature (t2) was 7c, inlet temperature (t3) was 15.6c, chiller temperature (t4) was 4.9c, inlet pressure was -0.6, circulation pump command was 100, mixing pump command was 18, heater command was 0, system hours were 3727 and pump hours were 3269. Nurse was unable to do further troubleshooting as the physician needed to do an urgent sterile procedure on patient. Mis advised nurse could get another device and if the problem persist get another set of pads and resume. If it was the device send it to biomed, if it was the pads, keep the old set and give to unit manager. Nurse would call back later if they could not resolve. Also quickly discussed before that nurse had to disconnect heat generation, counter warming, and suggested to look at protocol for heat generation interventions . As per work order update and ess communication with customer on 27dec2022, no patient injuries reported. As per sample evaluation results received on 20jan2023, the root cause of the reported issue was a weak circulation pump. It was reported that the l-tube and double l-tubing appear distended or expanded, but water flow was not impeded. It was stated that the performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress . It was also stated that flow meter was replaced . It was noted that the tank tubing, flow meter, and ac cca card were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.